Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a coronary diagnostic procedure and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-rays were not active when the wired footswitch was pressed. As a part of troubleshooting fse found pedal is suspected but there is also a problem with the aep meter that allows to measure the patient dose. Fse replaced the aep meter, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem generating x-rays. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.